Manufacturer narrative:
Company rep evaluated the unit. Corrections included reseating the unit's display cables, over pressure transducer, and memory chip on the cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.